Manufacturer narrative:
Concomitant therapies: well butrin, lasix. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the chin, perioral area, nasal labial folds, lips, and glabella with two syringes of juvéderm vollure¿ xc and one syringe of juvéderm volbella® xc in the perioral area. About 3 months later, patient experienced ¿a foreign body reaction.¿ the event ¿flared up after the patient received a flu shot.¿ about a month later, a biopsy was administered and confirmed it was a granuloma. That same day, patient was treated with prednisone and doxycycline. Symptoms have not resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00012 ((B)(4)). This MDR is being submitted for juvéderm volbella® xc.